Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Was a dressing placed over the incision? If so, what type of cover dressing used? Abd patient demographics: initials / ID,, age or date of birth; bmi unknown has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown, but the patient was exposed to prineo on first total knee replacement what is the physician¿s opinion as to the etiology of or contributing factors to this event? The consensus is that the patient had was exposed to prineo on prior surgery and might have developed a sensitivity to the product. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement procedure on an unknown date in 2023 and topical skin adhesive was used. During a post op follow up, the patient presented with blistering. The resolution was to remove the product and patient was given antibiotics. Patient also had an infection which resulted in a revision surgery and received antibiotics. Current patient status. Recovered. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 ¿ device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Has patient had previous exposures to dermabond or other skin/nail glues? Yes 1. Have these patient¿s had previous exposures to dermabond or other skin/nail glues? Is this second or revision surgery where dermabond or prineo was used? Patient had a reaction to the prineo were second surgeries in which prineo was used in the first surgery. 2. Is there a protocol in place pre-operatively to identify any potential known hypersensitivities to the following: a. Pressure-sensitive adhesives (adhesive bandages, athletic tape, first-aid tape, etc.) B. Benzalkonium chloride (cosmetics, cleaning wipes, antibacterial adhesive bandages, etc.) C. Formaldehyde (paints, varnishes, industrial adhesives, etc.) D. Cyanoacrylate (glues, false eyelashes, false fingernails, etc.) He does ask general questions about sensitivity to adhesive. 3. Are there any dressings used on top of prineo? Yes, he does use an abd on top of prineo. 4. Has anything changed in the skin prep or application of skin prep? There has been no changes to skin prep protocols 5. Has anything changed in application of prineo? There has been no changes in the application of the prineo and the same pa has been doing the application for over a year and a half. 6. Was the patient(s) female or male? Patient male. What is the procedure date? Unknown what date did the blister reaction occur on? Unknown what does the reaction look like and how large of an area does the reaction cover? Please see photo do you have any pictures of the reaction? Photos were given ? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Product was removed on all patients and anti-biotics were given. If medication was required, please clarify if it was prescription strength. : unknown. Can you identify the lot number of the product that was used? Unknown. What is the most current patient status? All patients have recovered. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Prineo was used on other total knee. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.